Manufacturer narrative:
The manufacturer previously reported a bipap a 40 failed to power on. There was no harm or injury reported. The device was returned to a third-party service center and the customer's complaint was confirmed. The device failed to power on. The device's error log and blower hours cannot be read. The device's main pca board was replaced to address the issue. During final testing the device failed test steps that would not affect the device's ability to deliver therapy as designed. The device was retested and passed testing.

Event description:
The manufacturer received information alleging a bipap a 40 failed to power on. There was no harm or injury reported. The device has yet to be returned to the third-party service center for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the service center's investigation is complete.